Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.50 x 28 mm xience sierra stent delivery system (sds) met some resistance during advancement to the moderately calcified, mid left anterior descending coronary artery. When pressure was applied the sds balloon did not inflate. A leak somewhere on the sds was suspected, but the location of the leak was not identified. The unemployed sds was removed and the stent remained firmly crimped on the sds. Another same size xience sierra was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.